Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. The case was completed with cryo. The patient was discharged at a later date with pnp but no symptoms were noted. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.